Event description:
This is a 39 year old female who had silicone breast injects at age 18, and developed secondary problems to this that required mastectomies with placement of tissue expanders and silicone implementation. The patient requests removal of bilateral implants due to coolness and numbness in hands. Complete removal of capsules, tissue, polyurethane around the implant and a completely inta<CT implant was removed on both sides. Gross examination: right and left breast implant prostesis grossly appear intact without convincing gross evidence of defectdevice labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Invalid data - regarding whether event presents imminent hazard. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: other, other, other. Conclusion: other. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: use of all similar devices stopped permanently, invalid data. The device was not destroyed/disposed of.